Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. The pre-operative plan while reviewing a CT was to perform the snorkel technique on the left renal artery and cover the right renal artery and to land the main body stent graft at the sma (superior mesenteric artery). It was reported during the index procedure, the physician placed guidewires in the aorta and left renal artery and inserted the bifurcate main body stent graft into the patient. The sma was then identified on angiogram, the physician then deployed two stents but the patient moved during this. Another angiogram was performed. After confirming the position of the sma, the physician deployed the contralateral gate and suprarenal fixation. A non-mdt (vbx) stent was implanted in the renal artery, while this was being done, another physician began cannulating the contra-lateral gate with a guidewire and a limb was being prepared for implantation. It was noted then the patients blood pressure had started to drop, and it was discovered that the ipsi-lateral side had deployed and the main body had dropped into the aorta. The physician then proceeded to open conversion and explanted this stent graft. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the delivery system and explanted graft were returned for analysis. The external slider was in the open position. The graft cover and inner member was severely curved. Bunching and kinks were visible along the graft cover. The taper tip was curved. There were no abnormalities evident to the spindle. The reported inaccurate delivery could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the procedure when the ipsi side of the graft was deployed the patients blood pressure began to drop there was then an immediate need to get the main body delivery system out and replace with a balloon. The physician suspects that one of the supera renal fixation prongs caught on the delivery system during the rush to take the delivery system out and this caused the graft to fall into the aneurysm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The endurant bifurcate stent graft was returned partially cleaned. Slight angulation was observed. No significant integrity issues were noted on the returned stent graft. No stent fractures, fabric tears, or significant suture cuts were observed. The delivery system was also returned for analysis. The external slider was in the open position. The graft cover and inner member was severely curved. Bunching and kinks were visible along the graft cover. The taper tip was curved. There were no abnormalities evident to the spindle. Pre-implant CT images or procedural images were not provided for evaluation. As per the physician, it was suspected that one of the supra renal fixation prongs caught on the delivery system causing the stent graft migration leading to the decision to explant. Therefore, the exact cause of the reported event is most likely due to removal difficulties with the delivery system and is not related to a stent graft issue or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.